Event description:
Following weight loss, the patient presented to the physician with the ipg moving within the pocket, causing pain. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed.